Manufacturer narrative:
A ge representative evaluated the system and replaced both monitors. System operates as intended. (B)(4).

Event description:
The customer reported the monitors need to be replaced, images are burned in. No patient injury was reported.